Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the device had a blinking display while defrosting the unit. The user reported that during several power up/down sequences, the unit would intermittently duplicate the blinking display condition. An alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to a patient as a result of the event.